Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 377745, lot # j0555578v, implanted: (B)(6) 2006, product type lead; product ID 37742, serial # (B)(4), product type programmer, patient; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported the patient was having a battery replacement and lead revision. It was noted the system stopped working after a fall. It was reported the impedances were checked, but unknown. It was reported the records only showed the patient having one lead, but impedance check showed two leads. It was noted the majority of impedances were greater than 10,000 ohms.

Event description:
Additional information received reported that the cause of the high impedance was not determined. It was noted that there would be no lead return.

Event description:
Additional information received reported a new lead was implanted and the patient is doing well.